Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br stoppings are popping off during lab routine. The following information was provided by the initial reporter. The customer stated: "stoppers are popping off during lab routine."

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br stoppings are popping off during lab routine. The following information was provided by the initial reporter. The customer stated: "stoppers are popping off during lab routine."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) video and six (6) photos were provided for investigation. The video and photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.